Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wife stated that her husband had a "problem in using the pacemaker and they need an implantable cardioverter defibrillator (ICD)." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.